Event description:
It was reported that at a follow up office visit, a vns patient's device was interrogated and found to be reset to 0 ma output current when it had previously been programmed to 1.75 ma. It had been over a year since the patient was last seen by the physician. The device has been programmed to the correct settings. Good faith attempts to obtain additional information have been unsuccessful to date.